Event description:
It was reported that during preparation of a 3.0 x 33 mm xience alpine stent delivery system, there was resistance removing the protective sheath and the stent dislodged. Another xience alpine stent was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent was returned for analysis. The reported dislodged/dislocated stent was able to be confirmed. The reported difficult to remove the sheath was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned stent, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances. A query of the complaint database revealed no other similar incidents reported for difficult to remove sheath or dislodged/dislocated from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.